Event description:
Patient called in on 09/26/2011 and commented that she received a letter stating that the medtronic lead had a potential malfunctioning problem. The lead was explanted on (B)(6) 2011. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).